Event description:
Reporter indicated that a vns patient is to undergo explantation of the vns therapy system due to a "shocking sensation" that occurs during stimulation. The sensation was reported to have only occurred after the patient underwent tens treatment and when the patient goes under water. Good faith attempts for additional information have been unsuccessful to date.